Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level at the time of the incident was 465 mg/dl which was treated with manual injection. The customer reported that buttons were not pressed ok. The customer received hardware low level failure alarm on insulin pump during self test. The customer was able to clear the alarm and fill cannula was recorded in daily history. The customer noticed that their blood glucose level went up to the 286 mg/dl. The customer was advised to perform a self test and insulin pump passed the self test. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report's customer did not allege the insulin pump was under delivering the insulin. The high pressure test was performed and insulin pump passed the test it received insulin flow blocked alarm. The customer stated that there was no physical damage on the reservoir retainer ring. The insulin pump will not be returned for analysis.